Event description:
It was reported that during a procedure of the highly calcified left anterior descending (lad) artery, the mini trek balloon catheter was used with multiple inflations to predilatate the right coronary artery (rca). The mini trek balloon catheter was advanced to the lad, however, during the first inflation, the balloon ruptured at 12 atmosphere (atm). An nc trek balloon catheter was advanced to the same predilated target lesion and during the first inflation at 12 atm the balloon ruptured. Additional dilatation was performed with a non-abbott balloon catheter and a xience v stent was placed without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter was returned with blood visible in the guide wire lumen, inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator filled with water was used in attempt to pressurize the catheter and the analysis revealed a radial rupture in the balloon proximal to the distal balloon marker, confirming the reported complaint. There was also a kink noted in the shaft however, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis indicated a partial radial separation in the balloon working length with mechanical damage noted. In this case, as there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was heavily calcified and likely contributed to the reported event. It is likely that the balloon interacted with the heavily calcified lesion upon inflation attempt, causing it to rupture and tear radially as a result. Additional information received from the account also stated that the balloon was not soaked prior to using the device. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. It should be noted that the otw trek/mini trek cdc instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the device lot history record for the reported lot was performed and revealed no nonconforming material records and all lot release testing for balloon rupture pressure met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. All dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc trek is being filed under a separate MFR number.